Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076-45 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead encountered a lead warning alert. The rv lead exhibited high impedance, and an apparent fracture. The ra lead exhibited high impedance, high threshold, and an apparent fracture. Both the ra and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Analyst commented, distal conductor fractured and outer insulation breached did contribute to the electrical complaints.